Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event; please see associated reports: 0001822565-2019-01829, 0001822565-2019-01830, 0001822565-2019-01831, 0001822565-2019-01832. Device evaluated by MFR: product not received.

Event description:
It was reported by patient¿s legal counsel that the patient underwent right foot revision surgery due to implant failure. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. No additional patient consequences were reported.